Manufacturer narrative:
Batteries (B)(4) were returned for analysis. The returned batteries passed external visual inspection and functional testing. The returned battery passed external visual inspection and functional testing. During the controller log file review revealed, that the controller serial (B)(4) did not log alarms for the batteries within the analyzed period. However, during the review of the log files revealed occurrences of premature switching events near to the event date prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the battery performs as per specification. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4), 1650de (B)(4), a00036 (B)(4), a00036 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient stated "continuous switching of the power sources". "After consultation with engineering" it was "recommended to exchange of all four batteries and the active controller". "Hospital performed exchange", having "no effects on the patient". No further information available. Investigation is ongoing. This is report 3 of 3.